Event description:
It was reported that during a da vinci si radical cystectomy procedure, the wire on the prograsp forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Additional observation that was not reported by the customer was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were 0.075-0.150 in length and were not aligned with the main tube axis. No other damage was found. Evidence not conclusive, but main tube damage may have been caused by mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.